Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient has ineffective stimulation. The investigation was unable to determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133105.